Manufacturer narrative:
Medical device expiration date: unknown. Initial reporter name and address: address information was not able to be obtained, therefore, (B)(6) was used as a place holder. If ind/preanda, give protocol #: (B)(4). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that while testing for sars-cov-2 using bd veritor ¿ at-home covid-19 test the customer received discrepant results. According to the customer they received positive results using bd veritor ¿ at-home covid-19 test and then received negative results using another third party at-home test. This event occurred 1 time(s). There is no indication that false results were reported to health care practitioners. There is no indication of patient impact. The following information was provided by the initial reporter: "my wife and I got the exact same results¿ in our view! My app replied with positive¿. Hers negative.", "I took another home test and got a negative result." (B)(4).

Manufacturer narrative:
H.6. Investigation summary: this summarizes the investigation results regarding a complaint that alleges customer took bd veritor at home covid-19 tests (material # 256094), batch number unknown, ¿seceived a positive result then retested with another at home test and received a negative results ¿ bd quality performs a systematic approach to investigate all complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation could not be performed because a batch number was not provided. The complaint was unable to be confirmed. The root cause could not be identified. A trend analysis for discrepant results was conducted, no adverse trend was identified. Bd quality will continue to monitor for trends. There were no corrective actions taken at this time. If you have any additional questions or concerns, please do not hesitate to contact bd technical services.

Event description:
It was reported that while testing for sars-cov-2 using bd veritor ¿ at-home covid-19 test the customer received discrepant results. According to the customer they received positive results using bd veritor ¿ at-home covid-19 test and then received negative results using another third party at-home test. This event occurred 1 time(s). There is no indication that false results were reported to health care practitioners. There is no indication of patient impact. The following information was provided by the initial reporter: "my wife and I got the exact same results¿ in our view! My app replied with positive¿. Hers negative.", "I took another home test and got a negative result." Eua (B)(4).